Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained of not receiving effective stimulation therapy from his scs system. The patient stated his system has already been reprogrammed multiple times but stimulation was never effective since the permanent implant. The patient has requested to have his scs system removed.